Event description:
It was reported that the asymptomatic patient presented for remote follow up via (B)(6) with mode switch due to oversensing noise exhibited by the right atrial lead. No interventions were reported, lead will continue to be monitored. The patient was in stable condition.